Event description:
It was reported that patient presented in clinic for wound check on (B)(6). There was discharge observed at the incision site. The wound was cleaned and dressing was applied. The patient returned to clinic for reassessment with continued discharge from the wound on (B)(6) and was admitted for intravenous antibiotic infusion and the wound was cleaned. The patient was discharged the same day and will be followed up with normally.